Event description:
A nurse called for the customer that they were hospitalized for high bgs. They were not able to troubleshoot the pump due to neither the pt or the pump available and could not get more info.